Manufacturer narrative:
(B)(4). Foreign country: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 11415, 0001825034 - 2018 - 11426, 0001825034 - 2018 - 11428.

Event description:
It was reported patient underwent hip revision approximately 11 years post implantation due to pain. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under the correct MFR number.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under the correct MFR number.